Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device data logs revealed a total power failure alarm following a critically low battery alarm that was muted. There was no fault found with the device. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen and was alarming. The device was not in patient use when the reported event occurred.